Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer's mother reported mobile system blood glucose results of 1.2 mmol/l, and 24.3 mmol/l within 10 minutes. Reported a separate, same system comparison of 0.7 mmol/l and 13.8 mmol/l on within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.